Manufacturer narrative:
H10 h3, h6: the devices used in treatment, were returned for evaluation. There was a relationship found between the devices and the reported incident. A review of manufacturing records for these l/n 2017465 found no deviations or non-conformances during the manufacturing process. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. The visual inspection under magnification of the wands shows extensive electrode erosion with the lower and middle electrodes partially detached with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. On #device 2 the shaft could be rotated. Dismantling the wand revealed that the adhesive is broken. There are no manufacturing abnormalities visually observed with the returned wands. During functional evaluation the returned wands were activated on a coblator ii controller in saline solution on ablate- and coag mode and they do create plasma on the remaining parts of the electrodes. The suction tubes performed as intended. The saline tubes did perform as intended as well. The complaint was verified and the root cause could not be determined with certainty. Factors unrelated to the design or manufacture of the device which could have contributed to the observed findings include: (1) rate of ablation (2) fluid management (3) extensive use. There are no indications to suggest that the devices did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: the device used in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. A review of manufacturing records for this l/n 2017465 found no deviations or non-conformances during the manufacturing process. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. The visual inspection under magnification of the wand shows extensive electrode erosion with the lower and middle electrodes partially detached with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. The shaft could be rotated in both directions. Dismantling the wand revealed that the adhesive is broken. There are no manufacturing abnormalities visually observed with the returned wands. During functional evaluation the returned wand was activated on a coblator ii controller in saline solution on ablate- and coag mode and does create plasma on the remaining parts of the electrodes. The suction tube performed as intended. The saline tube did perform as intended as well. The complaint was verified and the root cause could not be determined with certainty. Factors unrelated to the design or manufacture of the device which could have contributed to the observed findings include: (1) rate of ablation (2) fluid management (3) extensive use. There are no indications to suggest that the devices did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a tonsillectomy and adenoidectomy, it was found that the metal electrode wire of the wand turned black and damaged. The electrode tip was cracked and fell inside the patient. The pieces were removed with tweezers. A backup device was available to complete the procedure with no delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.